Manufacturer narrative:
The tech found the ratchet rivets that secure the end tube to the top of the rail were missing from the left side rail, preventing the rail from latching. The most likely cause of the missing ratchet rivets is force such as the side rail being ran into an object during transport. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the left side rail ratchet rivets to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the side rail will not latch in the upright position. The stretcher was located in the shop of the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).